Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon put an el314 down a 511sd (mod 24) one time and it ripped the gasket. Leakage of "pneumo" became a problem the rest of the case. There was no consequence to the patient.